Manufacturer narrative:
(B)(4). Eval, results: calcified lesion; stent dislodgement. Conclusion: calcified lesion.

Event description:
An attempt was made to deploy an endeavor sprint over the wire (otw) drug eluting coronary stent for treatment of a calcified lesion located in the lad. The lesion was pre dilated; however, it was reported that a blockage was encountered during advancements and the relevant device could not cross the lesion. The device was removed and further pre-dilation was performed. The relevant device was re-advanced and the balloon was inflated; however, when an ivus catheter was introduced, it was noted that the stent had gotten stuck in the calcium proximal to the intended site. The ivus was removed and a 2.5mm sprinter balloon dilatation catheter was inserted into the dislodged stent which was successfully deployed at site of dislodgement. Add'l endeavor stents were deployed distally, and the case was completed with a successfully opened lad. No health hazard was caused to the pt and no other clinical sequelae were reported.